Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. One event was confirmed during testing; however, the device was found to be within specifications. This device is not repairable and was not returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had a broken cutting accessory still attached. There was no patient involvement; no patient impact.